Manufacturer narrative:
Device has not been returned for evaluation.

Event description:
The surgeon decided he had implanted too long of a screw, and wanted to remove the 16mm screw and replace it with a shorter rescue screw. The locking tab had already locked over the top of the 16mm screw. Upon screw removal, the locking tab was broken. The surgeon then removed the first screw implanted, as well as the entire irix-c implant. The surgeon then replaced it with a new 7mm lordotic irix-c implant. The original implant was thrown away. The surgeon tried to re-awl and put in a 3.7mm rescue screw, but there was minimal purchase. The surgeon left the implant in place and he used a plate for fixation. There were no patient injuries.